Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using pod8s. During the procedure, a pod8 became stuck while being advanced through a lantern delivery microcatheter (lantern) and it was unable to advance any further; therefore, the pod8 was removed. The procedure was then completed using the same lantern, a new pod8, and additional coils. In addition, the physician reported using a rotating hemostasis valve and maintaining continuous flush. There was no report of an adverse effect to the patient.